Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during use, that leakage occurred from the connection part of the bag and tube.